Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for three suspect unknown cortex screws; part and lot number are not known for all three screws. It was reported,one of the three unknown cortex screws broke; all screws are unidentifiable. Investigation could not be completed and no conclusion could be drawn as no device will be returned and no lot numbers or part numbers were provided. One of the cortex screws broke at the shaft;it remains implanted in the patient. Placeholder.

Event description:
It was reported on (B)(6) 2013 while a surgeon performed an explant of an locking compression plate (lcp) lateral distal fibula plate, one cortex screw broke during the surgery. Patient was originally treated for a fibula fracture on an unknown date. The patient complained of pain(date unknown)and the surgeon decided to explant the plate, four locking screws,and three cortex screws. During surgery the surgeon discovered one of the cortex screws was broken. It was reported the consultant is not sure at what point the surgeon discovered the broken cortex screw. The shaft of a screw remains in the patients bone. No patient details are available. The surgery was successfully completed. No report of harm to patient. No additional information. This device is for three suspect unknown cortex screws, the lot and part numbers are not known at this time. One of the three screws broke, all screws were unidentified. This is report 2 of 2 for complaint # (B)(4).